Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the tr band was inflated, it quickly deflated. It was removed since the device would not hold air. The procedure performed was a heart cath. No blood loss was reported. Additional information was received on 17jul2025: the device would not hold air and needed replacement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band, inflator, and packaging label were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the balloon tab. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a crack in the connection tube at the v notch. One tr band, inflator, and packaging label were returned for assessment. No damage or deformities were noted on the band or inflator. The sample was subjected to leak testing and leaked at the balloon tab. Upon microscopic analysis; there is a crack in the connection tube at the v notch. The complaint can be confirmed for air leakage issues. The cause is a crack in the connection tube at the v notch. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.